Event description:
A non-healthcare professional reported that patient had experienced diffuse lamellar keratitis in the unknown eye of patient after lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The local clinical application specialist gave them directions to clean the flap and sterilize the tools with bigger cycle time. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified. Logfile review shows all laser system functions were within specifications for the respective treatment. The system successfully passed all initialization steps. The logfile shows that all performed treatments on the event date were performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No root cause for the customers reported event could be determined, device met specifications. The manufacturer internal reference number is: (B)(4).